Manufacturer narrative:
No product was returned. However, retractor assemblies are 100 percent visually inspected by the production personnel to assure that the needle is properly threaded. Production personnel takes four units at the beginning of the shift, at the beginning of each batch, at least every three hours to perform the leak testing. Production personnel verifies 100 percent that parts not be damaged (including scratches) or distorted/warped. Quality control performs an in-process audit at one hour intervals to verify that needle is properly threaded on the retractor assemblies. Quality personnel verifies 100 percent that the needle tip is up and the blunt end is fully seated and verify the length while still in the needle hub on the pallet. Quality personnel will divide that the sample size so that a proportional amount is inspected at one hourly interval to ensure that tubes have pass through the occlusion tester and that there is air flow above ten on the scale. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device is leaking medication out of insertion site. No patient injury was reported.